Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: samples with fibrin mass. Customer reported that the samples were from normal patients, without use of anticoagulants or kidney problems. The samples were centrifuged after 30 minutes and still showed fibrin mass.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: samples with fibrin mass. Customer reported that the samples were from normal patients, without use of anticoagulants or kidney problems. The samples were centrifuged after 30min and still showed fibrin mass.